Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Limited information obtained during follow-up precluded a more comprehensive investigation. It is well established those individuals¿ undergoing pd for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore (per the knowledge of this reviewer), the patient continues to utilize the same liberty select cycler at home (no replacement requested), without any reported issues of device malfunction or deficiency.

Event description:
It was reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently diagnosed with peritonitis. No additional information provided during intake. Subsequent attempts to obtain additional information have thus far proven unsuccessful.

Event description:
It was reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently diagnosed with peritonitis. No additional information provided during intake. Subsequent attempts to obtain additional information have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.